Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The reported problem (unable to charge) has been confirmed. Upon investigation the battery was unable to recharge or power on a monitor. The fuse was open. The cause for the open fuse was excessive current. The root cause for the excessive current was unable to be positively identified. There was no adverse event as a result of the battery malfunction.

Event description:
03/01/2021-resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on (B)(6) 2018. Acknowledgements 1, 2, and 3 could not be located. A us distributor reported that a battery pack was unable to hold a charge.